Event description:
Healthcare professional (hcp) reports 3 blood leaks into dialysate noted near onset of pt treatment. Healthcare reports first use dialyzers. Healthcare professional reports no pt injury.